Event description:
Covidien received a report that after placement of the tracheostomy tube, a defect with pilot balloon prevented inflation. The tube was replaced. Customer reported there was no injury to pt.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Ref related medwatch reports #: 2936999-2014-00155, 2936999-2014-00158, 2936999-2014-00159.